Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had forgotten to connect the infusion set tubing back up to the site prior to delivering a bolus and the customer's blood glucose (bg) level elevated to over 600 mg/dl. A correction bolus had been delivered and the bg lowered to the target range.